Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 5: MFR reference report: 1627487-2018-12727, 3006705815-2018-03235, 1627487-2018-12733, and 1627487-2018-12734. It was reported that the patient had pain and swelling at the ipg site. The patient had a system explant on (B)(6) 2018 due to infection. The location of the infection is unknown. The infection is now resolved.

Manufacturer narrative:
Corrected data: method code, results code, and conclusion code.